Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the customer was hospitalized while wearing the infusion set. On (B)(6) 2021 the customer received an elevated blood glucose result between 400 mg/dl and 500 mg/dl. The customer experienced elevated blood glucose symptoms of vomiting, a stomach ache, and frustration. The only way the customer could lower blood glucose was with an insulin pen. At 5:00pm the mother transported the customer to the hospital. At the hospital the customer had ketone bodies of 7 and was admitted into the hospital for ketoacidosis. The hospital treated the customer with insulin and serum through an IV. The doctor examined the customer's infusion set and observed a white spot or possibly crystalized insulin inside the infusion tubing near the adapter. The customer was hospitalized for one day.